Event description:
It was reported that the subject device had b30 with all endoscopes. The issue was found during set up of the device. There were no reports of patient involvement.

Manufacturer narrative:
The device was not returned to olympus for inspection, so the reported failure was not confirmed. Based on historical data, probable causes such as electrical problems like: electrical/electrical component; open circuit; short circuit; signal loss. Interoperability problems like: wired communication. Material problems like degradation. Mechanical problems like stress; fatigue; mechanical shock; wear and tear. Software problems such as erroneous data transfer. These causes can occur between components such as circuit board; socket; connector pin; electrical cable; electrical lead/wire; and connector/coupler without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.